Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Per customer, the physical sample was discarded; however, a picture was provided for evaluation which showed the connector plug but didn¿t show the reported issue. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and determine the root cause. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when using the device, the plate connector was not attached to the defibrillator. The connector appeared bent and that prevented it from connecting. The customer further stated that the device had been stored properly and the packaging was opened at the time of use. There was no harm to the patient involved. Additional information was received from the customer and stated that the part involved in the issue was a bend in the first metal pin, the one near the fixing tab (the first from the top) inside its protective part, which was neither crushed nor damaged. It was folded and resting against the wall of the protection and prevented it from fitting onto the cable socket.